Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly self rebooted several times. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump black box indicated that two reboots occurred on the reported event date. There was no damage observed to the battery compartment or cap. The pump was exercised for 24 hours without power issues. The pump was opened and no power circuit defects were found. Unrelated to the complaint, the keaypad was found to be torn at the ok and down arrow buttons and the ok button contact was found to be damage. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump.